Manufacturer narrative:
This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product code for the reported issue.

Event description:
Foreign complaint coordinator had a client report after a change of bag, a leakage from the tube on the aggregate occurred. A hole was noticed on the tube. No patient injury was reported.